Manufacturer narrative:
Report source. Country: (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during use of the reported products. It was reported that, due to the collapse of t9, removal was performed at t10 and the connection was extended to t7, 8, 9. Initial surgery was performed on 2019/7/16 plf of t10-l2. Collapse occurred 2021/12/17. Levels implanted were t7-l2 during revision. Although it was extended to t7, the t7 vertebral body collapsed. There were no defects on the product. The patient has no sequelae. It was unknown, if the screw at t7 vertebrae caused/contributed for collapse of vertebral body. Revision surgery was performed to remove the screw in t7 and to add new screws to t4.5.6 for extension fixation. The product identifiers are unknown. No further complications reported.